Event description:
It was reported by service report that the pt right siderail would not lock in the upright position and the top rail was broken and there were sharp edges. No pt involvement or adverse consequences are reported.